Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with leg pain due to degenerative scoliosis and underwent posterior lumbar interbody fusion. During surgery, the rod inserter could not grasp strongly and was broken but it was able to connect with the rod. Because the product was weak to grip the rod, adjustment was performed during the operation. Adjustment was made with raising the latch by two steps, but it can not interlock even if the adjustment tension knob was turned. The rod was inserted finally in a state of the product loosened. Fragments of the broken part remained in the patient. Patient complications were reported to be unknown. There was a delay of less than 60 minutes.

Manufacturer narrative:
Visual and functional evaluation confirmed that the inner shaft does not move when the locking lever is moved. The "c" clip (9010000849-18) that connects the adjusting mechanism to the shaft appears to have come out. It is possible to overload the clip if making tension adjustments while the rod is in place. It appears that the clip may have been overloaded. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.